Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 295 mg/dl, 138 mg/dl (strip lot 475252) and 120 mg/dl (strip lot 475228). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.